Event description:
Pt status post epoca procedure on (B)(6)-2010 returned to surgeon for office visit. Surgeon noted failed anatomic total shoulder for traumatic condition and possible rotator cuff disorder. Surgeon removed the hardware. This is one of four reports for this event.

Manufacturer narrative:
Add'l info was requested. Unable to provide the date of manufacture with no lot provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number, the device history records review could not be completed.